Event description:
It was reported that within six months of implant, the patient was hospitalized due to a local infection. The patient was treated pharmacologically, and the infection was resolved. Within a year of this event, the patient was hospitalized once more due to a local infection. The patient was treated and the device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.